Manufacturer narrative:
Date sent to the FDA: 07/27/2021. Additional h-3 summary: photo: upon visual analysis of the pictures received to ethicon inc for evaluation. It was observed an opened folder with a broken needle in two section of product code v340. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/03/2021. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code v340h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device v340h; qmbcjqq0 number, and no non-conformance's were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? This information cannot be enclosed. What instruments were used to grasp the needle? Regular needle holder. Where was the needle grasped during use? Yes. What was the size of the needle used? 36mm. What was the size of the needle piece fell into the patient? About 2/3. What tissue was being sutured when the event (needle breakage) occurred? Tissue suture during procedure called ¿vaginoplasty¿. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. If the needle tip retained, where was it located/in what structure? Tissue suture during procedure called ¿vaginoplasty¿. Please advise what is meant by that the initial procedure was not completed successfully. They had to make post-operative x-ray to detect the location of needle part. They call it ¿unsuccess¿. Did the patient have to return for re-operation back to or for removal of the needle? Date and details of re-operation. Yes, patient had to return back to or next day after surgery. What was the size of the retain piece of the needle retrieved? 2/3 of original needle size were all pieces of broken needle retrieved? Yes. What is the physician¿s opinion as to the etiology of or contributing factors to this event (needle breakage)? Material defect, because he performed many this kind of surgeries before with no similar problems. What is the patient¿s current status? Patient left the clinic, current status unknown. If product will be returned, please provide a return date and tracking information? The will be returned, it has been packed and will be shipped next week as soon as possible. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a vaginoplasty on (B)(6) 2021 and the suture was used. During surgery, the needle broke. The sharp end of the needle, about 2/3 of needle, had left in a patient. Surgeons tried to find needle end during surgery, but unsuccessfully. The surgery was delayed. After surgery, post-operative x-ray was performed to detect the missing part of the needle and the patient was returned back to or next day for re-operation to remove the missing part of the needle. With a hand help, softly touching the tissues it was managed to find and remove the needle from the patient.